Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure as another device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted using two proglide devices via an 8f sheath using a pre-close technique prior to an impella intervention. Reportedly, cuff misses occurred with the two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The intervention was performed using a maximum sheath size of 14f and hemostasis was successfully achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.